Manufacturer narrative:
Device code 2017: against resistance. Attachment: user facility medwatch report number 2100020000-2020-8008.

Event description:
It was reported that the procedure was to treat a left anterior descending artery(lad). A balance middleweight universal guide wire was advanced but failed to cross due to anatomy when it was then noted that the tip prolapsed and separated in two. Consequently, before separating the resistance caused a perforation. Periocardiocentesis was performed to treat the perforation. Then a snare device was used to retrieve the tip that had separated. A new unspecified guide wire was used to treat the lesion and place lad stents. There was no clinically significant delay. B5 clarification on initial event details reported stating, 'resistance caused a perforation'. This is being corrected to state, 'as the guide wire was advanced against resistance which caused the perforation.' Subsequent to the initially filed MDR report, a medwatch report was received stating the following additional information: [patient undergoing cardiac catheterization and percutaneous coronary intervention procedure with successful deployment of drug eluting stents to the lad (left anterior descending artery) when guidewire fractured inside the patient. Distal tip of the wire was in the apical lad and the proximal part of the in-situ fragment was prolapsed in the lv, across the av. Broken wire led to prolonged procedure, attempted retrieval of broken wire, and perforation of the lv, resulting in pericardial effusion and tamponade. Pericardiocentesis, vasopressors, and pericardial drain required. Maximal resuscitative efforts provided. Patient ultimately expired the following day.]

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a left anterior descending (lad) artery. A balance middleweight universal guide wire was advanced but failed to cross due to anatomy when it was then noted that the tip prolapsed and separated in two. Consequently, before separating the resistance caused a perforation. Periocardiocentesis was performed to treat the perforation. Then a snare device was used to retrieve the tip that had separated. A new unspecified guide wire was used to treat the lesion and place lad stents. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned guide wire and the reported separation was confirmed. The reported failure to advance and guide wire prolapse were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It should be noted that instructions for use (IFU) guide wire hi-torque guide wires ce/FDA states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw or torque a guide wire that meets resistance. Do not allow the guide wire tip to remain in a prolapsed condition. In this case, use of the guide wire against resistance, and allowing the wire to prolapse does appear to have cause or contributed to the reported complaint. Based on the clinical review conducted by an abbott vascular clinical specialist due to the severity and returned analysis, the investigation determined the reported failure to advance, materials too flexible or prolapsed, material separations and treatments appear to be related procedural user error. Despite the lack of clear information, it appears that the cause of this patients¿ death was due to a procedural error and/or IFU violation that caused the bmw wire to fracture, which led to the eventual perforation of either the lad or the lv or both, with a subsequent pericardial effusion and tamponade, pericardiocentesis, and resuscitative attempts. Unfortunately, the patient expired the next day. Although, it is hard to determine the exact timeline of the events or even the events themselves that lead to this patients¿ death, it would seem that if there was resistance felt while advancing the wire, that that should have been looked at under fluoroscopy to see what the cause was and action taken as needed, per the bmw IFU. The noted teflon coating damage likely occurred during retraction through the torque device and/or other accessory devices used in the procedure. The noted bends on the core likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na